Event description:
A report was made about ongoing issues with cartridge fill amounts that were affecting insulin delivery and quality of life. There was no reported impact to the customer¿s blood glucose level. The technical support team received an email and followed up by speaking with the customer's mother, who indicated that troubleshooting could not be performed presently as the customer was not available with the pump. It was noted that assistance would be attempted again at a later time when the customer could be present.